Event description:
It was confirmed events began 2 days after injections with complaints of rash and lump from injection site. Patient hospitalized with swelling and welts over entire body; patient also reported hives, droopy eyelids, swelling face and body. Patient stated they are "getting better." Patient sent pictures of their face and body to the healthcare professional showing [illegible] rash, swelling, and deformation of rei-ocular area.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional data: b.5.

Event description:
Symptoms resolved (B)(4) months after they began.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with botox® (10u in the forehead and 15u in the glabella) and juvéderm voluma® xc (2 syringes in the medial and lateral cheeks). A numbing cream was also used in the cheeks. 24-48 hours later, patient complained of a rash and bumps. Hcp considered event as a possible allergy. Patient was advised to take benadryl and apply topical cortisone cream. The reactions worsened, and the patient developed hives and swelling that were diffuse ¿ face, neck, chest, and legs. Patient was in the hospital over the weekend. Currently, it is not known what treatment patient was provided at the hospital. Patient is improving, and the redness is gone, but there is still significant swelling in the face.